Event description:
It was reported that the user¿s insulin dosing was nearing suspension due to an expiring glucose run while a new sensor was started late, and the user was advised to confirm the sensor code and wait until the sensor warmup completed so that the pump would resume receiving glucose readings and the enter bg prompt would clear. No reported adverse clinical effects. Outcomes included continued therapy once sensor warmup completed and restoration of automated glucose readings. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the system behavior was consistent with design during sensor warmup and that user guidance resolved the issue. It was concluded that the device functioned as intended and no device malfunction was identified.